Event description:
It was reported that the pump touchscreen was cracked, unreadable, and unresponsive. Customer's blood glucose level was 210 mg/dl. Customer reverted to an alternate method of insulin therapy.